Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and prialt via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had lost their communicator and they wanted assistance with pairing the new communicator to their pump. During the call, the patient mentioned that they hadn't had a bolus since monday and they were experiencing a lag at 90%. The agent assisted the patient with connecting the new communicator and clearing the data in the ptm (personal therapy manager) device after which the patient was able to successfully connect the communicator to pump and the lag was cleared. It was noted that the patient was allowed 10 boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that it took like 4 minutes to connect to the pump and it sat on 90% for 4 minutes. The agent walked the patient through how to clear data which resolved the issue.